Event description:
Report received from USA stating that the device "does not function". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported will not function and was confirmed. (B)(4) determined that the most likely cause was improper handling of the connector. If additional information is received, a supplemental report will be sent. (B)(4).